Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a greater trochanteric fracture. A 36+2.5 biolox head and 0° 36e liner were revised to another ceramic head and sleeve, mdm metal liner, adm/ mdm poly insert, and a cable and sleeve set (the stem was retained). Rep confirmed there were no allegations against the revised head and liner. Rep provided the revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.